Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. We were unable to perform self-test, unexpected restart error test, displacement test, rewind, operating currents, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to motor error alarms. We were unable to confirm alarms due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer was wearing the insulin pump at the time she had a MRI. Customer's blood glucose level was 267 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.